Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a throraco lobectomy, the device was not used on the patient, at the first firing attempt, the device could not be fired. Although the device was not fired, the cartridge part of the handle graphic indication became white, and the remaining procedure was found to become 0. The procedure was completed with another device. There was no patient injury.